Manufacturer narrative:
Initial.

Event description:
It was reported that the connector would not twist during a supply change for an ilet device, resulting in an inability to attach the component associated with the infusion set or reservoir, with no alerts or alarms triggered. Symptoms included no reported clinical effects. Outcomes included no reported impact beyond the inability to proceed with the supply change. Investigation of this case revealed a mechanical connection difficulty at the connector interface consistent with a device component attachment issue associated with the reported lot. It was concluded, based on previously established findings for similar reports, that the cause was user-interface related handling of the connector during supply change.